Manufacturer narrative:
The device was received for evaluation. During functional testing, 'lcd display has dots and keypad bad' was confirmed through visual review. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be distorted lcd and damaged keypad overlay. The lcd and keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an bad keypad during setup. There was no patient involvement. No additional information is available.